Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent in the superficial femoral artery (sfa) distal third to proximal popliteal segment to treat a de novo lesion in the right leg. A contralateral approach was used and the lesion was pre-dilated using percutaneous transluminal angioplasty (pta) balloon and prepared with atherectomy. The target lesion was also post-dilated with pta. The site reported that a right sfa in-stent restenosis was noted on duplex ultrasound (dus) on (B)(6) 2022. The patient underwent pta/standard balloon angioplasty, laser atherectomy and non-bm3d bare metal stent placement in the right sfa middle third to proximal popliteal on (B)(6) 2022. It was reported that the event led to target lesion and target vessel revascularisation. The event outcome was reported as resolved/recovered. The site reported that the event was not related to the study device or study procedure but a worsening of the patient's pre-existing condition. The event was reviewed by veryan and considered possibly related to the device on (B)(6) 2022. It was reported as target lesion related. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.